Manufacturer narrative:
Visual inspection of the returned product found no visible damage to the lens. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. (B)(4).

Manufacturer narrative:
Method: medical review. Results: visual inspection of the returned product found the lens stuck in the cartridge tray and was unable to evaluate the lens. The lens was returned dry. Medical review - reportedly icl was explanted/exchanged for a shorter length icl, two weeks postoperatively, to address excessive vaulting and subsequent iritis that was medically treated. Upon lens exchange patient status improved and va was 20/20. It should be noted that literature reports that excessive icl vault is usually due to an overestimation of icl size. Given the information that shorter lens was used as a replacement it is very likely that the procedure related factor (miscalculation) have caused the reported event. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a likely cause of the event was procedure related factor (miscalculation). (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. At one day post-op, the vault was good, with some blurriness. Over the next two week period, the icl had excessive vaulting. The patient experienced iritis, grainy vision, and had a light headache. The patient was prescribed eye drops. The lens was explanted on (B)(6) 2014 and was exchanged for a shorter lens. A new incision was opened and sutures were not required. At one week post-op, pressure was good, va was 20/20 in both eyes.

Manufacturer narrative:
(B)(4). Evaluation, method: work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).